Manufacturer narrative:
H6: investigation summary: the customer returned 6 affected samples of the same lot number (92004201). Customer complained of fluid leaking between the plunger and syringe wall. The leakage between the plunger stopper and the syringe wall was tested by filling just past 60 ml with blue dye water on all syringes. If there was any leakage between the plunger and the wall, there would be blue residue left on the inside of the syringe. Blue dye was found on 3 of the 6 syringes, which verifies the customer complaint of leakage. A device history record review for model my8060 lot number 92004201 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11feb2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Manufacturing discovered that the leakage only occurs when the syringe is filled above 50 ml, so the syringes are being re-labeled as 50 ml in order to avoid the leak. A trend for the leakage between plunger and syringe wall issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the texium syringe device and prevent future occurrences of this type. As part of the action plan, changes to the catheter material and method of shaping the catheter tip are in the process of being implemented. Customer complaint trends will also continue to be evaluated on a monthly basis.

Event description:
It was reported that texium needle-free syringe, 60 ml leaked. The following information was provided by the initial reporter: material no: my8060; batch no: 92004201. It was reported that multiple syringes ( 60ml texium syringe (my8060)) produced small leaks between the plunger stoppers and the syringe wall when transferring liquid.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that texium needle-free syringe, 60 ml leaked. The following information was provided by the initial reporter: material no: my8060 ; batch no: 92004201. It was reported that multiple syringes ( 60ml texium syringe (my8060)) produced small leaks between the plunger stoppers and the syringe wall when transferring liquid.